Event description:
It was reported that purewick urine collection system was not suctioning. Per additional information received via sample form on 07aug2023, it was reported that purewick urine collection system did not suction. When in place they had someone to make sure they put in correct place and they have placed device on solid surface and they did the troubleshooting water test, it suctions but not like when they in the hospital. They use the device, and it works perfectly. Customer experienced urinary tract infection and doctor prescribed antibiotics.

Manufacturer narrative:
The reported event was unconfirmed because the device meets specifications. The product was used for treatment purposes. The product had not caused the reported failure. No root cause could be found because the reported event was unconfirmed. A bd purewick urine collection system, pump tubing, collection canister with lid, and external power cord were returned. An in-house collector tubing with elbow connector was used for testing. There were no cracks present. There was no residue present. The stop valve was working properly. There was light and sound indicating function. The device history record review was not required as the reported event was unconfirmed. The labeling review was not required as the reported event was unconfirmed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that purewick urine collection system was not suctioning. Per additional information received via sample form on (B)(6) 2023, it was reported that purewick urine collection system did not suction. When in place they had someone to make sure they put in correct place and they have placed device on solid surface and they did the troubleshooting water test, it suctions but not like when they in the hospital. They use the device, and it works perfectly. Customer experienced urinary tract infection and doctor prescribed antibiotics.